Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. Concomitantly, the patient underwent a cystoscopy. Following the procedure, the patient was unable to pass urine and underwent an additional procedure on (B)(6) 2010 to loosen the sling. At that time, the physician noted a small hematoma which was then drained. The patient was seen by the physician on (B)(6) 2010. Upon examination, blood stained discharge was noted. A urinary tract infection was suspected and the patient was prescribed ciproxin. The patient continued to have pain in her vagina and a feeling of urethral discomfort. Upon exam on (B)(6) 2010, there was an easily palpable piece of mesh at the left vaginal sulcus. On (B)(6) 2010, the patient underwent a cystosocopy and excision of a portion of the sling at the left vaginal sulcus. Following the procedure, the patient had some improvement in her pain but a worsening of the stress incontinence. The patient was prescribed duloxetine. The patient was referred to a different physician on (B)(6) 2010, who indicated that a colposuspension may be required. The patient was seen by a physician in (b)(67) 2010 and complained of problems with stress incontinence and pain during intercourse. On (B)(6) 2010, the patient underwent an excision of the sling and hysteroscopy. Following the multiple procedures to remove the mesh, the patient experienced infection which required antibiotics. In (B)(6) 2011, urodynamic tests confirmed stress incontinence with a pattern suggestive of an overactive bladder. On (B)(6) 2011, the patient underwent a colposuspension to address the stress incontinence, but the patient then complained of urgency. It was also reported that the patient had to self catheterize. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.